Event description:
It was reported that the event occurred while in the cath lab. The doctor inserted the catheter via femoral without issue, there was no resistance or difficulty during the insertion. While the berman angiographic balloon catheter was in the patient, the balloon at tip of catheter was filled with co2. It was noted post angiography by the attending md that the balloon had ruptured. The balloon was in place for approximately 10 seconds. As a result, the catheter was removed. A new berman angiographic balloon catheter was inserted successfully via the same insertion site. They were able to finish the procedure successfully with the second berman. At inspection of the catheter after removal, it was observed that all pieces of the balloon were on the end of the defective catheter. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was a 1 minute delay or interruption in therapy with no harm to the patient. The patient outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.